Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse found blood in the helium tubing. The balloon catheter was removed. It was later reported that the patient had multi system failure, was given made comfort measures only, and expired the following day. The patient's death was not reported to be related to an iab error.

Manufacturer narrative:
Additional information: section d - lot # from: unknown. To: 3000110617 . Section d - serial # from: unknown. To: (B)(6). Section d - exp. Date from: [blank]. To:12/09/2022. Section h - manufacture date from: [blank]. To: 12/09/2019. The product was returned with the membrane completely unfolded and heavy blood was observed in the interior and on the exterior of the catheter. The extracorporeal tubing, extender tubing, statguard, and pressure tubing were returned. Four kinks were observed on the catheter tubing at a range of 73.4 cm to 76.2 cm from the iab tip. A 12.95 cm competitor sheath was covering the membrane at 4.57 cm from the rear seal with a kink located at 4.32 cm from the tip of the sheath. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 1.27 cm from the rear seal measuring 0.038 cm in length. The technician successfully inserted a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found slight traces of blood. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found in the membrane appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the nurse found blood in the helium tubing. The balloon catheter was removed. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse found blood in the helium tubing. The balloon catheter was removed. It was later reported that the patient had multi system failure, was given made comfort measures only, and expired the following day. The patient's death was not reported to be related to an iab error.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse found blood in the helium tubing. The balloon catheter was removed. It was later reported that the patient had multi system failure, was given made comfort measures only, and expired the following day. The patient's death was not reported to be related to an iab error.

Manufacturer narrative:
Section a - sex: from: [blank] to: male. Section a - date of birth: from: [blank] to: (B)(6) 1940. Section a - age at time of event: from: [blank] to: 79. Section a - age units (patient): from: [blank] to: years. Section a - weight: from: [blank] to: 71. Section a - weight (units): from: [blank] to: kgs. Section b - adverse event/product problem: from: product problem. To: adverse event & product problem. Section h - type of reportable event: from: malfunction. To: death. Section h - patient codes: from: no consequences or impact to patient. To: death. Date of death - (B)(6) 2020. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).